Event description:
Related manufacturer report number: 2017865-2018-06082. During follow-up, increased pacing impedance and a loss of capture was observed on the right ventricular (rv) lead. During explant, the pin connector on the rv lead was observed to be damaged. The issue was resolved by capping the remaining portion of the rv lead and explanting the device. The rv lead and device were then replaced. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The device was received in normal working conditions with battery near beginning of life (bol) level. Electrical and mechanical analysis performed indicated the device exhibited normal characteristics and various loads connected to the device while set to field settings indicate the impedance measurement was within expected range for each load. Additionally, visual inspection of the header and connectors did not find any anomaly that could cause high impedance. Longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity. The reported event of high lead impedance and a loss of capture could not be confirmed.